Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and after delivering 74 units, the insulin gauge decreased to 0 units. Reportedly, the customer's blood glucose (bg) level was over 600 mg/dl. To address the bg level, a manual injection was administered. A new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate.